Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 597 mg/dl. The customer experienced symptoms such as nausea, vomiting. The customer was treated high blood glucose by manual injection. The customer was treated with intravenous fluids and insulin drip at the hospital. The customer was wearing the insulin pump during the hospitalization. Customer stated that the insulin pump was on auto-mode. The insulin pump will not be returned for analysis.